Manufacturer narrative:
Of the 62 allegations of a malfunction, 29 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to motor failures. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 62 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 064 issue. These reports were received from various sources. The patients associated with this allegation range from 3-72 years of age and between 20 and 232 pounds. Of the reported patients, 26 were male and 36 were female.